Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 500 mg/dl while wearing the pod for longer than 48 hours. The pod had received an alert early morning on (B)(6) 2026. The patient was unaware of the pod deactivation due to being asleep at the time of the deactivation alarm. The patient noted pod history showed "pod deactivated at 3:06 a.m." Additionally, the patient mentioned having hearing loss and may not have heard the alarm. Symptoms reported include chest pain, difficulty breathing, clammy, sweating and lethargy. The patient was treated with intravenous fluids, insulin drip, insulin injections, potassium and a phosphorus drip. The pod was not being worn when admitted to hospital. The patient was released 3 days later on (B)(6) 2026. During the call, the agent assisted the patient with updating the pod settings, so the patient receives an alert sooner when their pod is going to expire.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone18.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.